Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate atp and hv therapy for sinus tachycardia and atrial flutter. Medication changes were made, and the device remains implanted. The patient was in good condition afterwards.

Manufacturer narrative:
(B)(4).